Manufacturer narrative:
Reporter address: 253 chongqing north road 4th avenue, 5th floor, shilin district. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag console displayed an s3 alert on (B)(6) 2022; the console and motor were exchanged. However, the same issue occurred on (B)(6) 2022 with the backup console and motor; the console and motor were exchanged again which resolved the issue. There were no adverse patient consequences. Related MFR #s: 3003306248-2022-11284, 3003306248-2022-11286, 3003306248-2022-11287.

Manufacturer narrative:
Section a4: patient privacy laws in the event country prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed; however, the returned centrimag motor (serial number (B)(6)) was determined to have been unrelated to the cause. The returned motor was functionally tested alongside a mock loop at the service depot and was found to perform as intended, even when the motor¿s cable was manipulated by hand. The serviced and tested motor was returned to the customer site after passing all tests per procedure. S3 alarms were reproduced during testing of the returned centrimag consoles (serial numbers (B)(6), evaluated separately), and the issue was narrowed down to the consoles¿ smart power supply pcbs. Log files were extracted from both consoles, and no atypical events regarding the motors were observed. Review of the device history record for the centrimag motor, serial number l00319-0021, showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.